Event description:
It was reported that a data error alert occurred on pump after ship date, and caller noticed that some history logs might have been erased, though personal profiles and settings were not reset and prior history logs appeared normal. There was no reported impact to the customer¿s blood glucose level. Customer re-entered affected settings with assistance from technical support, who confirmed settings accuracy and explained that therapy remained unaffected, and customer continued using pump for insulin therapy with full understanding of situation.